Event description:
Reportedly, during post implantation follow-up; lead impedance was >3000 ohms in the ventricle. As the patient was under anticoagulant so the physician decided not to re intervene thinking that this will improve. Then in (B)(6), he changed the device and it will be returned for analysis. The physician tested also the lead at explantation. Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during post implantation follow-up; lead impedance was >3000 ohms in the ventricle. As the patient was under anticoagulant so the physician decided not to re intervene thinking that this will improve. Then in october, he changed the device and it will be returned for analysis. The physician tested also the lead at explantation. Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.